Event description:
The event is reported as: the surgeon who used the stapler felt that there was something wrong with the trigger, when he squeezed it, twisted staples were dispensed. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.